Manufacturer narrative:
A ge service representative performed an on site investigation. The cable was repaired. The system was then found to be operating as intended.

Event description:
The customer reported the system's image storage and image rotation functions were not operational. No report of pt injury.